Manufacturer narrative:
The product in complaint was returned to zoll on 02/05/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform stopped performing compressions and displayed a "system error - out of service" message. Medics then reverted to manual CPR for the remainder of the call. It is unknown if manual CPR was administered prior to deployment of the autopulse. In addition, it is unknown if return of spontaneous circulation (rosc) was achieved. However, no adverse patient sequelae was reported. No further information was provided.